Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The reporter did not provide the lot number of the device. Return of the suspect device was requested for evaluation.